Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had passed out due to high blood glucose and had to go to the emergency room. The customer had stopped using the insulin pump because they were running out of insulin. They had been off the insulin pump for 3 weeks prior to the hospitalization. The customer's blood glucose level at the time of admission was 515 mg/dl. They had stayed in the intensive care unit for a few days. The device will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.